Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2008 and the right hip arthroplasty occurred on (B)(6) 2009. Additional information received from patient¿s legal counsel reports patient alleges negative and detrimental effects to the tissues, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2013 reports patient was revised on the left hip due to pain and a loose cup. Revision op report notes the presence of gray synovium throughout the deep tissues, a communication between the sub fascia lata bursa and the hip joint itself, and no bony ingrowth of the cup. The head was removed and replaced. The cup was removed and replaced with a competitor component. To date, there has been no reported revision procedure for the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-02139/ 02140 & 1825034-2014-09076 & -09087).